Manufacturer narrative:
H3: analysis of the second 306001 lead (lot # 60266453) found the conductors were stretched in the body of the leads likely due to removal of the leads. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In MFR report #2182207-2021-00228 the following information was reported: information was received from a manufacturer representative (rep) via a healthcare professional (hcp) who was using an external neurostimulator (ens). It was reported that the frame need had good bellows and told responses. When placing the lead, had no responses whatsoever. No motor responses. No sense for responses. The physician would like the lead tested to see if there are conductivity issues. The lead was placed through the framing needle. The frame and needle was backed out. And test stimulation was delivered with no motor and sensory response is going all the way up to 8 1/2 ma. Removed the leads and opened new leads. The rep clarified both pne leads lacked motor response. The issue is resolved at the time of this report. Concomitant products: product ID: 309201, lot#: 60271890, implanted:(B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID: 306001, lot#: 60266453, product type: screening device. Product ID: 306001, lot#: 60266453, product type: screening device. Product ID: 306001, lot#: 60266453, product type: screening device. Other relevant device(s) are: product ID: 309201, lot#: 60271890, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID : 306001, lot# : 60266453, product type: screening device. Device evaluated by MFR: analysis of the 309201 lead (lot # 60271890) and the 306001 lead (lot # 60266453) found the conductors were stretched in the body of the leads likely due to removal of the leads. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.